Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of iui-female(left) - communication failure was confirmed. . ¿on 25-mar-26, lvp was received unboxed and with paperwork. ¿failed asft iui comm test. ¿iui gasket misassembled. Gasket re-installed. Iui comm test passed. ¿workmanship at bd manufacturing. ¿device to be returned to san diego repair center for processing. ¿no repair required by bd san diego repair center. ¿failure investigation report attached to sales force. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had iui-female(left) - communication failure. There was no patient involvement.